Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected and leaked during use for a CT (computed tomography) scan. The one-link set was connected to a pressure tubing set (non-baxter) for use with a power injector (non-baxter). It was further reported that the one-link set would ¿de-thread itself or twist back off¿ on its own and caused a leak. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.